Event description:
It was reported during device change out, externalized conductors were observed via fluoroscopy. No electrical anomalies were observed. The lead was explanted and replaced. The patient condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead with the lead tip measuring 53.8cm was returned for analysis. Externalized conductors due to internal and external insulation abrasions were noted at 11.8-15.6cm from the lead tip. The etfe coating was intact at this location.